Event description:
It was reported that perforation was found via echo. Pericardial effusion was observed. Pericardial space was drained. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.